Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the representative (rep) requesting replacement, patient has had to reset the communicator twice since implant.patient called back and repeated previous information in this case. Patient was still having issues with the replacement communicator. Patient met with medtronic representative a week and a half after their implant to notify the representative about this issue. During the call patient closed all applications, turned airplane mode on then off, then restarted the handset and communicator. Patient was able to connect to their therapy screen and implant was at 60% and communicator was at 100%. Agent reviewed with patient to avoid powering the communicator off and to close applications after using mystim rc. Patient mentioned they were told to leave mystim rc running. Agent reviewed information. Patient also got not found during the call. Agent reviewed communicator sleep mode and had patient press the power button again. Patient was able to connect to their therapy screen. Patient mentioned they hadn't recharged their implant in 2 days and hadn't had the charger on for 2 days and they were fully charged. They let the implant go down to 40% and charged it back up.patient called back repeating how since they were first implanted they have had issues with the communicator and stating not found. Patient stated last time they called in they were told as long as they close out of the applications it should resolve the issue, but they do that religiously and still see not found. Patient stated they saw not found again today. Patient stated they know to reset the communicator as they have had to do it 15 times since receiving replacement in october. Patient stated they will reset communicator later. Patient stated they received a letter in the mail (agent assumed MDR) asking for more information regarding previous communicator error. Patient stated they keep hearing different things on how to prevent issue. Agent reviewed communicator reset information. Patient stated one time the stimulation jacked up and said it was off, but still stimulated them when they saw not found. Agent documented information and told patient to call back if issue persisted.

Event description:
Patient(pt) called back repeating issues with equipment in this case. Patient also repeated issues with stimulation getting jacked up and getting stimulated while stim was supposedly off in this case and previous case. Patient said they got the replacement communicator, but the issue was not fixed and they have called several times for troubleshooting. Patient said they've been doing the troubleshooting they were told, but believes the issue is with the handset instead.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected the aware date for last submission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back repeating issues with equipment in this case. Patient also repeated issues with stimulation getting jacked up and getting stimulated while stim was supposedly off in this case and previous case. Patient said they got the replacement communicator, but the issue was not fixed and they have called several times for troubleshooting. Patient said they've been doing the troubleshooting they were told, but believes the issue is with the handset instead. Patient also said now recently, they will get a dropdown on the handset saying the handset was disconnecting from the recharger, even though the recharger was on its dock and patient had closed all apps already and now they would get a stinging in their back when charging.